Event description:
The customer called for assistance with his microlet lancing device, and during the call his wife accidentally stuck her finger with a lancet while trying to assist him. It was not verified whether or not the lancet had been a used one. The product information was not provided. The device is expected to be returned for evaluation. A new microlet2 was sent to the customer.

Manufacturer narrative:
The product information was not provided. Lancing devices are not serialized or assigned lot numbers, so it is not possible to determine a manufacture date. Lancing devices are also not 510(k) cleared.

Manufacturer narrative:
(B)(4). It was confirmed the housing spring was broken.